Manufacturer narrative:
The customer returned the a1c kit for investigation. The returned analyzer memory was downloaded and one result of 5.7% was found. It appears the customer mistook an lcd transient segment in the 5 as illuminated which gave the impression they received a value in the 9% range. An a1c test was conducted with the analyzer and pts was able to identify some transient lcd segments however the 5.0% generated by the analyzer during testing could be identified. A transient lcd segment display can occur when the user handles the analyzer roughly or places pressure on the analyzer causing damage to the lcd screen. Due to the finding from analyzer memory, this event is being reported out of an abundance of caution.

Event description:
The customer reported their analyzer lcd screen displaying four x's (all lcd segments illuminated). Additionally when testing they were able to receive a number they believed to be either 9.4% or 9.7% a1c. There were no allegations of patient/user harm. This incident is being reported out of an abundance of caution due to the investigation results when the product was returned.